Event description:
While assisting a (B)(6) male pt, a zoll pt service rep (psr) called zoll customer support to report check te pad messages. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (check te pad messages) has been confirmed. As rec'd, the belt failed the therapy electrode (te) recognition test. Upon eval, there was an open pulse wire between the distribution node (dn) and ECG electrode b. The cause of the check te pad messages is the open pulse wire. The root cause of the open pulse wire cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the damaged cable and wire. The pt rec'd a replacement electrode belt.